Event description:
The technician alleged the bed exit has no audible alarm. No pt impact.

Manufacturer narrative:
The technician replaced the scale power control board assembly to resolve the issue.